Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with suspected shocks from the implantable cardioverter defibrillator (ICD) device. The right atrial (ra) lead exhibited undersensing of events with ventricular safety pacing or ventricular sensed events inhibiting pacing on presenting rhythm. It was uncertain if the patient's symptoms were related to the under sensed events. The atrial lead was also noted with high threshold. The device and lead remain in use. No further patient complications have been reported as a result of this event.